Event description:
The lawsuit alleged that doctor performed a tooth restoration utilizing a caulk gun with prodigy condensable, during the restoration process, the unidose capsule broke apart and the fragments hit the maxillary left lateral incisor tooth. The tooth was diagnosed as having a root fracture. The tooth was removed and replaced with an implant and crown.